Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy defibrillator (crt-d) had an unsuccessful defibrillation threshold (dft) test. A competitor's lead was added the next day. Recently, defibrillation threshold (dft) test was done and still unsuccessful. Another lead was added and the physician elected to change this device so there would be no need to use an adapter. Defibrillation threshold (dft) test was successful. This device was explanted. No additional adverse patient effects were reported.